Manufacturer narrative:
A4-a6: unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
During the ascrs 2025 identified talks about icl, piols (which may contain icl) and competitors piols. A presentation titled: unforeseen challenge: bilateral, spontaneous, symmetrical displacement of toric icl was to be held. Reportedly, "after undergoing bilateral icl surgery, the patient presented with blurring of vision the next day. On examination, there was symmetrical bilateral displacement of the icl despite having implanted the maximum size of this lens." The lens was removed.